Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the distal end insulation (c-cover) was cracked and a gap had formed. Leaking was also observed at the c-cover. In addition, there was a deep scratch on the light guide lens that could not be polished. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for repair for the issue of crack at the distal end observed during preparation for use. At the time of estimation it was observed that the distal end insulation (c-cover) was cracked and a gap had formed. There is no patient involvement. This medwatch is being submitted for the reportable issue of gap formed from the crack at the c-cover.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The device was repaired in the past year on sep 29, 2020, distal end cover rubber replacement, connector replacement, s-cover reseat, and electrical connector reseat. The instructions for use includes the following statements that can prevent this issue from happening: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Scope distal end was cracked when the scope slipped from the side rack and hit the cart. The device had a blur image issue and going to be tested when the event of the device slipping and hitting the hard surface occurred.